Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a3, b1, b2, b5, h1 and h6 (patient code). Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functionality and stress testing with test accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed no evidence of a "pads on" event; indicating that no valid patient impedance was detected. There are a number of factors that exist outside of a device malfunction that can cause no ECG signal that include but are not limited to the connection of the pads to the patient, the connection of the pads to the multi-function cable, or the pads themselves. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.